Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Upon transmission review, the patient was found with multiple episodes related to atrial fibrillation and fast ventricular rates. The patient had an episode suggestive of atrial fibrillation with rapid ventricular response that triggered therapy due to falling within the rate stability cutoff and a failure to match morphology template. The patient received antitachycardia pacing therapy and one shock due to this episode. Immediately post-shock, the rates remained. However, the morphology became wide complex. With the rate instability and unusual wide complex morphology, it does not look suggestive of ventricular tachycardia; rather a reoccurring wide complex tachycardia. With the patient¿s changes in morphology, the device categorized both morphology types both typical and wide complex as a mismatch. The following episode two minutes later resulted in additional antitachycardia pacing therapy and shocks at increased output. No intervention was made. The patient was stable and would be monitored.